Event description:
It was reported that there were concerns this pacemaker's battery was depleting prematurely. The battery longevity projection dropped from 10 years to one year in approximately 30 months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement or a new battery longevity assessment within 90 days. This device remains in service. No additional adverse patient effects were reported. Information was later received that this patient had died. There was no allegation that this device was involved in the death. This device is not expected to return for analysis.